Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system displayed a corrupt software error and all patient data was lost. There is no report of injury or death associated with te event described in this complaint.